Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent a revision surgery with exchange of the head and liner. It was also reported that surgeon had noticed some corrosion in trunnion junction from previous components.

Manufacturer narrative:
Corrections: only the year was provided to us.